Event description:
Post op, dislocation anterior, treated with revision to 36/42 custom components.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.